Manufacturer narrative:
The device was received by depuy sythnes power tools. The device was evaluated, and during service the device failed the cone verification test. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service a nose cone failure was noted. It is unknown if the device was used in surgery or if injury or medical intervention occurred. There was no additional information provided.